Manufacturer narrative:
UDI: not required for product code, implanted date: device was not implanted, explanted date: device was not explanted. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that they diffused a long lesion in lad #6-7. After placing the runthrough in the lad, another lesion was found in proximal #6 by ivus. They protected d1 with another runthrough and then continued the procedure. Pre-dilatation of # 6 - # 7 with 2.25x15 balloon. 2xdes were delivered to distal and proximal lesions. After pot with 2.5x8 nc balloon, they attempted to withdraw the wire in d1; however, they felt resistance and failed. The wire could not be pulled. When trying to withdraw the wire by inserting a micro catheter over it, resistance was felt. The distal segment (the radiopaque section) was caught in the stent on the bifurcated part. As the shaft was pulled from the patient, the distal coil segment including the radiopaque marker became elongated, fractured, and was left in the patient. The ivus catheter over the wire in lad could observe that the fractured wire coil remained in d1. As the ivus catheter was being pulled, the radiopaque marker was seen moving, which implied that the fractured part became captured by the ivus catheter. When the ivus catheter was taken out from the body, coil-like fine thread was found retrieved along with it. They judged the fractured wire coil was retrieved and finished the procedure. It was reported that the patient recovered.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual catheter sample (main body) and the fractured segment retrieved from the body along with the involved ivus catheter (fractured piece) was returned. Visual inspection revealed the main body: the niti-core wire had been fractured at a point in the platinum coil segment, the platinum coil had been frayed, elongated, fractured; the fractured piece: the platinum coil had been frayed, elongated, and fractured, the fracture end of the platinum coil had been entangled intricately. Magnifying inspection of the fractured piece revealed: the niti-core wire had been fractured at approximately 8mm from the distal end; the segment adjacent to the fracture end had been deformed in a curve shape; in the area from the fracture end to 5mm from the distal end of the fractured piece, the platinum coil had been frayed and the coil pitch had been elongated; the platinum coil on the fracture end was entangled too intricately to be detangled. Magnifying inspection of the main body revealed: the platinum coil had been frayed and elongated in the area from the joint between the platinum coil, stainless-steel coil, and niti-core wire to the fracture end; the fractured distal segment of the niti-core wire had been deformed in a curve shape; the length from the fracture end of the niti-core wire to the joint between the platinum coil, stainless-steel coil, and niti-core wire was confirmed to measure 22mm. The thickness of the niti-core wire was measured near the fracture end and confirmed to be equivalent to that of some current product samples (n=3): main body (near the fracture end): approximately 28micrometers, current product samples (at approximately 8mm from the distal end): approximately 27micrometers -28micrometers. Based on the above inspection results, the aggregated length of the actual sample's niti-core wire from the distal end to the joint between the platinum coil, stainless-steel coil, and niti-core wire was confirmed to be 30mm, which was equivalent to that of the current product samples. Electron microscopic inspection of the niti-core wire revealed that both fractured segments were not deformed in a tapered, twisted, or curve shape, and the shapes of both fracture ends were fit to each other. Based on the inspection results, the actual sample's niti-core wire in the platinum coil segment had no deficient part. As for the coil, it was impossible to confirm the deficient length since the platinum coil had been entangled intricately. Electron microscopic inspection of both fracture surface on the niti core wire revealed the presence of dimple patterns. The outer diameter of the stainless-steel coil segment was measured and confirmed to meet manufacturer specifications. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal end of the actual sample having been inserted in d1 as a protection wire was trapped due to some factors, e.g., the coil pitch had been irregular, the stent at the bifurcation was damaged, etc., or it was stuck between the stent and calcified lesion. Subsequently, during the trial to release the trapping state, the actual sample was exposed to excessive force, resulting in the fracture. However, the exact cause of the reported event cannot be definitively determined based on the available information.